Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Following a dehiscence at the site of the incision, the patient presented with a skin lesion. The user has usher syndrome. A decision was made to attempt repositioning of the receiver, which resulted in the extrusion of a portion of the array. Thus the user was re-implanted.

Manufacturer narrative:
Additional information: according to the information received from the field the recipient suffered from a post-operative skin dehiscence and lesion at the implant site. The recipient underwent a revision surgery, however, during this procedure the electrode was accidentally pulled out of cochlea and the device was explanted. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the reported issue. The explanted device has not been received for investigation yet.

Event description:
At the site of the incision, a swelling was observed, associated with partial dehiscence and skin lesion. No signs of infection were evident. Thus the user was re-implanted.